Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the complaint device will not be returned; therefore a physical evaluation cannot be conducted. The reported complaint cannot be confirmed and a root cause the reported device failure cannot be determined. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Event description:
The sales rep reported via email the truespan device was used as described in the surgical technique. Both implants fired appropriately and the gun had been removed from the joint. The doctor held tension on the meniscus with a probe. There did not appear to be any damage to the tail stitch but as the surgeon began to pull the stitch to cinch down the loops, the tail stitch broke. The surgeon removed the implants and suture attached from the meniscus. We then successfully used 2 more truespan with no issues to repair the tear. Per additional information received from the sales rep on august 17, 2017: there was a minor delay to remove the failed implant, less than 5 min. The procedure was able to be completed and the meniscus was well repaired using truespan. There were certainly alternative options readily available for this case. There was no patient impact. Per additional information received from the sales rep on august 24, 2017: the surgeon reported back to me she was able to use a probe and reach under/behind the meniscus and pull the implant to a position where she could see it and grab a hold of it with a grasper. Since the loops were not cinched down and tight this was not too difficult. She used a shaver to chew through/cut the suture and free the first implant. The second one she couldn't initially find, but then after we had implanted 2 more truespan and the meniscus was repaired and cinched down the other implant could be viewed behind/under the meniscus. I was mistaken in thinking she removed the second implant. She was able to get a hold of it with a grasper but the remaining suture loop that was attached to it was very firmly stuck/incorporated into the other truespan that were implanted. She did not want to risk compromising her very stable repair by pulling hard on this implant. She opted to leave it as she felt comfortable that it was in a place where it would not be harmful and was well secured. There was no additional damage done to the meniscus in the retrieval process.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable.

Event description:
The sales rep reported via email the truespan device was used as described in the surgical technique. Both implants fired appropriately and the gun had been removed from the joint. The doctor held tension on the meniscus with a probe. There did not appear to be any damage to the tail stitch but as the surgeon began to pull the stitch to cinch down the loops, the tail stitch broke. The surgeon removed the implants and suture attached from the meniscus. We then successfully used 2 more truespan with no issues to repair the tear. Per additional information received from the sales rep 17aug2017: there was a minor delay to remove the failed implant, less than 5 min. The procedure was able to be completed and the meniscus was well repaired using truespan. There were certainly alternative options readily available for this case. There was no patient impact. Per additional information received from the sales rep 24aug2017: the surgeon reported back to me she was able to use a probe and reach under/behind the meniscus and pull the implant to a position where she could see it and grab a hold of it with a grasper. Since the loops were not cinched down and tight this was not too difficult. She used a shaver to chew through/cut the suture and free the first implant. The second one she couldn't initially find, but then after we had implanted 2 more truespan and the meniscus was repaired and cinched down the other implant could be viewed behind/under the meniscus. I was mistaken in thinking she removed the second implant. She was able to get a hold of it with a grasper but the remaining suture loop that was attached to it was very firmly stuck/incorporated into the other truespan that were implanted. She did not want to risk compromising her very stable repair by pulling hard on this implant. She opted to leave it as she felt comfortable that it was in a place where it would not be harmful and was well secured. There was no additional damage done to the meniscus in the retrieval process.